Event description:
It was reported the za9003 model intraocular lens (iol) was fully inserted into the patient¿s ocular dexter (right eye). The iol was removed during the same procedure due to cramped haptic. One nurse said, haptic was bent and another nurse said it was detached, but not fully detached. As doctor did not indicate that he needed to look for the haptic, the reporter thinks the haptic was bent. The replacement iol was another za9003 22.0 diopter iol. There was no patient issues and there is no indication of medical and/or surgical intervention. Patient status post-procedure was reported as fine. The suspect iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Section a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was removed and replaced during the same procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the same procedure therefore not explanted. Section h3-81: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.